Event description:
It was reported that the patient experienced a burning sensation from the bhs assembly and sflx xl coilette. The patient is using the device to treat a 5th metatarsal fracture nonunion. The patient reported that it only happened 5 times while he was treating with the device at night. The patient said that it happened three hours into the treatment period. When the patient wears the device during the day he does not experience the burning sensation. The patient described the burning as an internal sensation on the side of his foot. The patient tried to wear a sock under the sflx xl coilette but still experienced the burning sensation. The patient later reported that he believes the sflx xl coilette is heating up. A new sflx xl coilette was sent to the patient. The patient reached out to his doctor and is waiting on a response. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: h6: type of investigation updated to 3331: analysis of production records. H6: type of investigation updated to 4114: device not returned. H6: type of investigation updated to 4119: insufficient information available. H6: investigation findings updated to 3221: no findings available. H6: investigation conclusions updated to 4315: cause not established.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product: ebi bone healing system sflx xl coilette - catalog: #1068240 lot: #20139. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002242816-2020-00085.

Event description:
It was reported that the patient experienced a burning sensation from the bhs assembly and sflx xl coilette. The patient is using the device to treat a 5th metatarsal fracture nonunion. The patient reported that it only happened 5 times while he was treating with the device at night. The patient said that it happened three hours into the treatment period. When the patient wears the device during the day he does not experience the burning sensation. The patient described the burning as an internal sensation on the side of his foot. The patient tried to wear a sock under the sflx xl coilette but still experienced the burning sensation. The patient later reported that he believes the sflx xl coilette is heating up. A new sflx xl coilette was sent to the patient. The patient reached out to his doctor and is waiting on a response. It was reported that no further information is available.